Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo any confirmation test". The patient's medical history included tonsillectomy. Concurrent conditions included hematuria, amenorrhea, ovarian rupture and endometriosis. Concomitant products included duloxetine, gabapentin, ibuprofen, montelukast, prednisone, pregabalin (lyrica), sumatriptan and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), depression ("psych injury: depression"), urinary tract infection ("uti"), fatigue ("fatigue"), mouth ulceration ("gi conditions: mouth ulcer "), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nephrolithiasis ("bladder or urinary problems or changes: kidney stone"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), thyroid disorder ("tumor / teratoma / cancer type: thyroid"), pharyngeal ulceration ("throat ulcer"), gastric ulcer ("stomach ulcers"), arthralgia ("joint pain") and myalgia ("muscle ache"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, fibromyalgia, depression, urinary tract infection, fatigue, mouth ulceration, alopecia, mood swings, headache, nausea, neoplasm, weight increased, vaginal haemorrhage, nephrolithiasis, migraine, allergy to metals, dysmenorrhoea, thyroid disorder, pharyngeal ulceration, gastric ulcer, arthralgia and myalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastric ulcer, headache, hypersensitivity, menorrhagia, migraine, mood swings, mouth ulceration, myalgia, nausea, neoplasm, nephrolithiasis, pelvic pain, pharyngeal ulceration, pregnancy with contraceptive device, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2016, (B)(6) 2017. Discrepancy noted date of removal: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo any confirmation test". The patient's medical history included tonsillectomy. Concurrent conditions included hematuria, amenorrhea, ovarian rupture and endometriosis. Concomitant products included duloxetine, gabapentin, ibuprofen, montelukast, prednisone, pregabalin (lyrica), sumatriptan and tramadol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), depression ("psych injury: depression"), urinary tract infection ("uti"), fatigue ("fatigue"), mouth ulceration ("gi conditions: mouth ulcer "), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nephrolithiasis ("bladder or urinary problems or changes: kidney stone"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), thyroid disorder ("tumor / teratoma / cancer type: thyroid"), pharyngeal ulceration ("throat ulcer"), gastric ulcer ("stomach ulcers"), arthralgia ("joint pain") and myalgia ("muscle ache"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),supracervical hysterectomy (uterus only),bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, fibromyalgia, depression, urinary tract infection, fatigue, mouth ulceration, alopecia, mood swings, headache, nausea, neoplasm, weight increased, vaginal haemorrhage, nephrolithiasis, migraine, allergy to metals, dysmenorrhoea, thyroid disorder, pharyngeal ulceration, gastric ulcer, arthralgia and myalgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastric ulcer, headache, hypersensitivity, menorrhagia, migraine, mood swings, mouth ulceration, myalgia, nausea, neoplasm, nephrolithiasis, pelvic pain, pharyngeal ulceration, pregnancy with contraceptive device, thyroid disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2016, (B)(6) 2017. Discrepancy noted date of removal: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received. New events abnormal bleeding (vaginal), kidney stone, migraines, nickel allergy, dysmenorrhea, thyroid, mouth, throat, and stomach ulcers, muscle ache, joint pain was added. Updated event hormonal changes to mood swings, psych injury to depression, gi conditions to mouth ulcer. Concomitant condition, concomitant drug, reporter, patient demographics was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergo any confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, hypersensitivity, fibromyalgia, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, neoplasm and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, neoplasm, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2016, (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain back pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, fibromyalgia, psych injury, pregnancy: stillbirth\miscarriage, device ineffective, miscarriage, uti, fatigue, gi conditions, hair loss, hormonal changes, headaches, nausea, tumors, weight gain, device monitoring procedure not performed. Event outcome added pain and bleeding events. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.